Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with symptoms of rainbow glare of the right eye six days following lasik treatment. There has not been any additional treatment at this time; the patient is being monitored.

Manufacturer narrative:
A root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The MDR received from the reporter was not included with the supplemental device report (smdr) #1 report submission. The manufacturer internal reference number is: (B)(4).